Event description:
The product was used during an unspecified procedure. Reportedly, the anvil disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.